Manufacturer narrative:
(B)(4). A visual examination of the spyscope ds device found that the working channel sleeve extended from the distal cap when received. The tip of the protruded sleeve was frayed. The proximal end of the distal cap was aligned to the cap weld. There was evidence of the production bonding process and the application of heat to the outside of the catheter during manufacturing assembly, as seen in the working channel sleeve reflow/bond. A functional inspection was performed. The spyscope ds was plugged into the controller; there were no issues with the live image. The device was laid out straight and fully articulated in many directions. No issues were identified with the image. A spybite was passed through the working channel, and no issues were identified with the image. The distal cap was removed from the catheter for examination. The distal end of the exposed working channel sleeve was tugged; it did not detach from the catheter. The catheter was cut open to expose the working channel sleeve. The catheter was pulled back to assess the adhesion of the working channel sleeve to the pebax. The working channel sleeve did not fall out. The working channel sleeve was tugged on to remove it from the catheter. There was a strong visual evidence of the adhesive used to attach the working channel sleeve to the inside of the catheter. The complaint was consistent with the reported event of working channel sleeve protruding. Most likely, the defect was due to some operational or anatomical aspect of the procedure. Therefore, the most probable root cause for the complaint is operational context. A DHR (device history record) review was performed and no deviation was found.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the left hepatic duct during an intrahepatic stone removal procedure performed on (B)(6) 2017. According to the complainant, during the procedure, while crushing left intrahepatic incarcerated stone using a non-bsc electrohydraulic (ehl) probe, it was noticed that the working channel sleeve of the spyscope ds protruded and the image quality was poor. The device was removed from the patient. The tip of the spyscope ds was wiped with gauze; there were no problem observed. The spyscope ds was again inserted into the hepatic duct, but, the image got distorted and the device became unusable. Reportedly, no part of the device detached. The procedure was completed using a different device. There were no patient complications reported as a result of this event.